Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged one day post-implant during routine follow up. A revision procedure was performed, wherein an attempt was made to reposition the lead. The physician was not able to remove the lead; as such, it was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.